Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the needle and thread were found to be detached at the time of opening. Another device was used to complete the case. There was no patient injury.